Event description:
Note: date of event is unk. It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in a enteral feeding procedure in 2007. According to the complainant, the locking adapter of the button got chipped approximately 10 days after placement. Another corflo cubby low profile gastrostomy device was used to replaced this device. There were no pt complaints reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. A visual examination of the returned device confirmed there is a crack in the locking mechanism. The cause of this malfunction is undetermined.